Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. (B)(4).

Event description:
Customer reported via phone call that the insulin pump would not give a no delivery alarm when reservoir was empty. Blood glucose was unknown at the time of incident. Absence of no delivery alarm troubleshooting was performed. High pressure test failed, the insulin pump did not alarm no delivery after manual prime of less than 5 units of insulin. Customer was advised to discontinue use of insulin pump and revert to back-up plan. Insulin pump is being replaced and is expected to return for analysis.